Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up. The cause for the failure was isolated to a shorted u1003 that damaged the f600 component on the computer/analog board. The root cause for the shorted u1003 could not be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient's monitor will not power up.